Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR" error message during power on was confirmed during functional test and during archive data review. The root cause of the system error was due to a damaged processor board as a result of an aging device. The autopulse platform was manufactured in march 2008 and it is 11 years old, well beyond its expected serviceable life of 5 years. There was no physical damage was observed on the returned autopulse platform. But unrelated to the reported complaint, a sticky clutch plate was identified. This type of faulty clutch plate was likely attributed to wear and tear. Deburring was performed to remedy the sticky clutch. Unable to download and review data from the archive due to damaged processor board. The initial functional test failed due to returned autopulse platform displayed system error user advisory "(ua)136" (invalid parameters block) during power on. To remedy the system error, the damaged processor board identified was replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR " message upon powering on. Error message could not be cleared by the user. No patient involvement.